Event description:
Per the clinic, during initial implantation on (B)(6) 2025, tip foldover was detected inside cochlea. Intra-op testing measurement was conducted before and after closing the incision. This is due to when taking several measurements before suturing, some electrode came out without a tip foldover and others with a tipfoldover. After closing, the surgeon wanted to check the measurement, and the tip foldover came out again, which leads to a decision to change the implant to ensure proper placement. Subsequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.